Event description:
Literature: gervais-bernard h, xie-brustolin j, mertens p, et al. Bilateral subthalamic nucleus stimulation in advanced parkinson's disease: five year follow-up. J neurol. 2009;256(2):225-233. Summary: this study assessed the long-term efficacy and safety of bilateral subthalamic nucleus (stn) stimulation in pts with advanced parkinson's disease (pd). A total of 42 consecutive pts with idiopathic pd treated with bilateral stn stimulation were enrolled from november 1998 to june 2002. It was reported that one pt had a staphylococcus aureus infection at the site of the stimulator or of the connector, which led to a complete removal of the system, followed by prolonged intravenous and oral antibiotic treatment over several weeks. Then the stimulator was re-implanted without any new infectious problem at least 6 months later. See manufacturer report number: 2182207200903228.

Manufacturer narrative:
See scanned pages.